Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Isi received the vse instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The instrument passed the electrical continuity test. Energy was delivered without any issues and passed the cut test on both attempts. The knife slot measured at 0.003¿ and the jaw gap verification passed at 0.027.¿ the grip force test was performed and passed at 8.17 pounds in the straight orientation. No errors occurred during in-house testing. A review of logs showed no failures. There was no problem detected. A follow-up MDR will be submitted if additional information is obtained. Isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint (captured under (B)(4)). The reported complaint was not confirmed based on the field evaluation. The fse found no issues with the erbe electrical surgical unit (esu) when tested with a vse, monopolar, and bipolar instruments. The fse discussed with the site staff about properly connected energy instruments to the erbe and error 25920. The customer said this error occurred once. The system was tested and verified as ready for use. System logs: an isi tse reviewed the logs for this procedure and found error 25920 indicating the erbe energy delivery was halted either by an instrument or instrument cable while sealing with a vse instrument. The vessel sealer logs for this event were reviewed by an advanced failure analysis engineer: "there are no dsp logs available that show vessel sealer events for this procedure. The msc logs show 3 engagement failures with a vse (cannot confirm which of the 3 vse used in the case failed, since no dsp logs are available). There is also an error code 25920 (error_esu_energy_off) that indicates 'erbe energy activation halted by an instrument or instrument cable connected to the upper bipolar port on the erbe while sealing with a vessel sealer instrument.' There are no other errors related to vse usage." This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted sigmoid colectomy procedure, a vse instrument was used to seal vessels that bled due to an insufficient seal. The surgeon reportedly resolved the bleeding via unknown means and continued the procedure robotically.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, a vessel sealer extend (vse) instrument was used to seal vessels that bled due to an insufficient seal. The surgeon reportedly resolved the bleeding via unknown means and continued the procedure robotically. The technical support engineer (tse) reviewed the system logs and found error 25920 indicating an activation halt with a vse during sealing, caused by either an instrument or instrument cable's connection to the erbe. The procedure was reportedly completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.